Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving intrathecal gablofen (3000mcg/ml at 889.9mcg/day) via an implantable pump for unknown indications for use. It was reported that the pump was working its way through the skin. Environmental, external, patient factors that may have led or contributed to the event included the patient was very thin and not much tissue to hold the pump in the pocket. A pocket revision procedure occurred. The patient¿s pump was migrating through the skin. No signs of infection. The issue was resolved at the time of this report and the patient's status was "alive- no injury." The patient's weight and medical history were asked but unknown.